Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the alleged air embolism could not be conclusively determined. Per the IFU, an air embolism is a known risk during the use of this device.

Event description:
Following an atrial fibrillation ablation procedure the patient became brain dead. Further information states that there was an alleged air embolism but magnetic resonance imaging was unable to confirm this. There was no visualized air in the heart. There were no alleged deficiencies with any abbott device.

Event description:
Following an atrial fibrillation ablation procedure the patient expired. During the procedure the patient developed st depression and bradycardia, which was treated with temporary pacing. No air was visualized in the heart and magnetic resonance imaging (MRI) was negative for air embolism. After the procedure the patient was diagnosed with a cerebrovascular accident with subsequent brain death. A few days later the patient expired. There were no performance issues with the device noted during the procedure.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report number and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is (B)(4) .